Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s implantable cardioverter defibrillator (ICD) skipped rrt (recommended replacement time) and triggered eos (end of service) after the charge time exceeded sixteen seconds when a cap reform was performed. The ICD remains in use. No patient complications have been reported as a result of this event.